Event description:
It was reported that the user experienced an overnight low blood glucose of 63 mg/dl while using the ilet pump, treated the event with orange juice and food, and later asked how to reduce overnight insulin delivery; the device problem and component could not be characterized due to insufficient information. Symptoms included hypoglycemia. Outcomes included unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.